Event description:
Pt underwent open heart surgery and at the end of the case the automatic bp was found to be inflated for an unknown period of time. Arm was swollen, fingers were blue, and blisters and hematomas were noted on skin. Staff (crna's) did not activate bp module during the case.